Manufacturer narrative:
Most recently, this ICD was removed from service and to be returned to the boston scientific post market quality assurance laboratory for analysis purposes. The local area sales representative reported that during the surgical intervention regarding this issue, the associated non boston scientific rv lead was tested with results of stable and normal measurements. There was no visible separation of the device from its' header. All lead connections were tested with normal results. This device has been returned. Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the non boston scientific transvenous right ventricular (rv) lead did exhibit an out-of-range rv pace impedance measurement greater than 2500 ohms, triggering a latitude alert. There was also notable non-physiologic noise present. The cause of the spike in pace impedance remains unknown at this time. The local area sales representative was contacted for more information but none is available to date. There were no reported adverse patient effects associated with this clinical observation.